Event description:
A malfunction was reported with a pump displaying a malfunction code 16. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to use multiple daily injections (mdi) as backup therapy and put the pump into storage mode before returning it. Technical support confirmed the shipping address, arranged for a replacement pump, and provided a pre-paid label for returning the faulty pump within ten days.